Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent and cracked. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe was disassembled and the components inspected. The degree of wear could not determined due to the inner cutter broke while trying to extract from the slightly bent needle. The extension pulled out of the coupling, no presence of adhesive observed on the extension. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue, a contributor for the actuation failure is the separation of components. How and when the inner cutter/extension became detached cannot be determined from this evaluation. A secondary contributing factor of the event is from the slightly bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the slightly bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action has been taken by the manufacturing site as an exact root cause for the components detachment and slight bent needle could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the vitrectomy probe occurred along with probe recognition failure during vitrectomy surgery. The surgery was completed after replacing the product with another one. The condition of aspiration was unknown. There was no patient harm.